Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Recurrence and infection are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an incarcerated ventral hernia. A bard/davol ventrio st hernia patch, (B)(4), lot number huxa0646 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove infected mesh and repair right incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an incarcerated ventral hernia. A bard/davol ventrio st hernia patch, reference number (B)(4), lot number huxa0646 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove infected mesh and repair right incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic ¿ open repair with the implant of ventrio st (device #1). Per operative notes, "an oblique incision was made down through the previous mesh and a defect was noted with a large piece of omentum incarcerated within hernia, this was resected along with the sac. The small bowel was reduced into the abdominal cavity. A circular piece of ventrio st mesh (device #1) was placed in the abdominal cavity and tacked to the anterior abdominal wall. Then the old mesh and external oblique was closed." (Note, no product identifiers found for the previous mesh) (B)(6) 2014 - patient visited hospital for abdominal pain and fever. (B)(6) 2014 - patient was diagnosed with infected mesh with recurrent incisional hernia, sepsis thereby underwent component separation, hernia repair with removal of the mesh (device #1) and implanted with phasix mesh (device #2). Per operative notes, "we were able to identify several layers of mesh as overlay well incorporated into the fascia. On dissection, we were able to identify infected mesh (device #1) and was excised off the fascia and facial defect. The hernia sac was kept intact and a small piece of phasix mesh (device #2) was secured over the defect with tacks. Then wound vac was applied.¿ attorney alleges that the patient had abscess, infection, hernia recurrence, mesh excision, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Recurrence and infection are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusion can be made. Per the medical records review, about 1 year 5 months post implant of ventrio st mesh, patient was diagnosed with sepsis, infection, hernia recurrence, bowel obstruction, adhesions, fibrosis and abdominal pain thereby underwent repair with the removal of the mesh. The instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b2, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date) this supplemental emdr represents the ventrio st (device #1). An additional emdr was submitted to represent the phasix mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.